Event description:
During an in-clinic follow-up the day after the implant procedure, a drop in pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.